Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). This complaint is part of moma pms study. Usage of moma was successful, and the stenosis post procedure reduced to 60%. Within 24 hours post procedure, the patient had developed ipsilateral stroke. Edaravone and argatroban hydrate were administrated. Right after the procedure, aphasia was observed. However, there was no debris observed through carotid artery echo imaging, and there was no hyperperfusion observed through pct as well. Since the physician could not determine at what point of the procedure had caused the issue, the causal relation with the issue and device usage and/or procedure was concluded as unknown. The patient's condition was recovered, confirmed on (B)(6) 2015. The aphasia was confirmed disappeared. On (B)(6) 2015, asymptomatic stenosis in the stent was confirmed by carotid artery echo imaging. The image was taken again on (B)(6) 2015 and the amount of the debris was noticed increased. It seemed the debris had protruded through the open cell stent. Ozagrel sodium was administrated. The patient's condition was monitored and currently fine.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the ma nufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.